Event description:
It was reported that the patient's dose of morphine had been increased over the last several refills, as the patient was experiencing withdrawal (intractable nausea and vomiting). The decision was made to replace the pump. Upon opening the pump pocket for the pump replacement, the hcp noted that the catheter was disconnected from the pump. The catheter was repaired. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.